Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient was hospitalized for high blood glucose levels after the pump allegedly stopped working. No further information was provided. Animas has attempted to follow up with the reporter but has been unsuccessful at this time. This report is made based on the allegation that the patient was hospitalized for hyperglycemia associated with an allegation of an unspecified pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump history showed that on (B)(4) 2012 the pump alarmed for an occlusion followed by a 'loss of prime' warning; the pump was reprimed and pump delivery continued for 2 days without further issue. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.